Manufacturer narrative:
The investigation determined that discordant vitros k+ results were obtained between serum and plasma samples from a single patient when processed on a vitros 5,1 fs chemistry system. A definitive root cause could not be determined. However, sample collection, sample handling, and physiological factors could not be ruled out as potential contributing factors. There was no evidence to suggest a reagent or instrument malfunction had occurred, though insufficient information was provided to properly assess performance at the time of the event. The root cause of this event is unknown. No vitros k+ reagent lot information was provided by the customer for this complaint.

Event description:
A customer obtained discordant vitros k+ results between serum and plasma samples from a single patient when processed on a vitros 5,1 fs chemistry system. A vitros k+ result of 4.4 mmol/l was obtained from the plasma sample and a vitros k+ result of 6.3 mmol/l was obtained from the serum sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unknown which vitros k+ patient result was reported out of the laboratory as this information was not provided when requested. There was no report of patient harm as a result of this event. (B)(4).